Manufacturer narrative:
Agent reported, revision surgery due to patellar tendon rupture / marlex mesh repair. Poly swap just because we were going into the knee again. Complaint has been evaluated and is similar to report number 1644408-2023-00128; 342-16-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to poly swap / unknown revision reason.